Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, customer administered insulin and customer checked blood glucose it was 200 mg/dl. When he checked the alarm history, customer saw numerous no delivery alarms but it didn't alert them. Troubleshooting was performed for absence of no delivery and customer was having a hard time navigating through menu. Customer was advised to revert to back up plan and the device needed to be replaced. The device is being returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.